Event description:
It was reported that, "the above 3 implants were explanted due to osteolysis and loosening of the femoral component. The acetabular insert was replaced with a 2041c-3250 (lot 25063001) 32mm insert. The hip stem and head were replaced with implants by another manufacturer."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2010-00579.